Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; therefore, the assignable cause was not determined. The lot information was unknown; therefore a batch review was not performed. Baxter has received similar reports. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts advised the patient to disconnect and cycle power twice to clear the error. Gts then had the patient start over with all new supplies. No injury or medical intervention was reported.